Manufacturer narrative:
Following the customer's report of her device, olympus dispatched a field service engineer (fse) to the user facility. Once there, the fse evaluated the subject device. During that evaluation, the user's report was confirmed. The subject device was equipped with the older system connector and the new style tube connectors. The older versions had separated hinge hooks that were breaking. Fse noted that the damaged connectors will have to be replaced. The customer stated that she would work with her olympus sales representative on replacing those. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the tube connectors on her olympus endoscope reprocessor keep breaking during reprocessing. This event had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer¿s investigation, the connection was not possible due to an external load on the cleaning tube. External loads on the cleaning tube may have been caused by the user hitting a hard object or by applying force in the wrong direction. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: chapter 5. Inspection and preparation before use. 5.6 inspecting the connectors. Check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of irregularities such as cracks, tears, or dents. If any irregularity is found, do not use the reprocessor and contact olympus. Olympus will continue to monitor field performance for this device.